Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "does not recognize a closed door." The evaluation experience a door not fully latched alarm which is likely what the reported system was referring to. Evaluation found the force required to secure the door is above expected levels caused by pulled threaded inserts from front case which allowed separation between front case and mechanism assembly. The front case assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump did not recognize a closed door. It was also reported that there was no pt injury.